Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific pacemaker and two competitive leads. In (B)(6) 2010, atrial noise was causing atrial tachy response (atrs). After reprogramming and testing with range of motion, there was no noise on the lead and impedance measurements for both leads were within normal limits. In (B)(6) 2011, noise was observed on the atrial and ventricular channels. Pacing inhibition was noted, however; it did not result in greater than two seconds of asystole for the patient. Isometrics reproduced the noise which resulted in oversensing and pacing inhibition. A revision procedure was scheduled and fluoroscopy revealed that the lead terminal pins were not fully seated into the device header. The physician seated the pins and closed the pocket. Atrial noise was still present, however the ventricular noise was eliminated. The atrial sensitivity was increased which resolved the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection noted that the sleeve in the outer portion of the lead barrel had been damaged and twisted out of shape in both the atrial and ventricle ports. No other irregularities were noted. Both setscrews moved freely in both directions. The ventricle setscrew did not back up to the capture washer and stop, it kept turning until the seal plug started to bulge outwards. The ventricle capture washer was found to have broken off from its setscrew block. A 5mm lead connector end was inserted into each chamber. It was difficult to insert the connecter end into both chambers. It could be fully inserted into each chamber, but only after carefully pushing on the connector end. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Using the last lead impedance and battery test date of 11/24/2013 as the explant date the insignia longevity noted a nominal longevity of 9.5 years. The device was implanted for approximately 8.6 years, or 91% of its nominal longevity. The battery status was ¿good¿ on 11/24/2013. It is unknown if the device declared ert while implanted. Device meets electrical specification. The mechanical damage noted was induced, but it is unknown when the mechanical damage occurred.

Event description:
--

Manufacturer narrative:
The device was explanted for an unspecified reason and was returned for testing in (B)(4) 2014. This product issue will be updated when device evaluation is complete.